Event description:
It was reported that during an unknown procedure, the jaws of the device were opened beyond the aperture required to hold a clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/21/2008. Jaws yielded. Evaluation summary. The analysis results found that the instrument was received with the jaws yielded, therefore, the clips would not loaded. The shaft was noted to be detached from the handle at the welding area. A preliminary investigation has been initiated to address the damage found. Batch history review was reviewed and no anomalies were noted during the manufacturing process.